Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The external device displayed early replacement indicator. Troubleshooting is pending where the software will be updated. The device is providing therapy.

Manufacturer narrative:
Further information regarding the resolution of issue was requested but not received.